Event description:
It was reported that the tip and shaft part were separated and the procedure was cancelled. The target lesion was located in a severely calcified left circumflex artery. A 1.25mm rotabator rotalink plus was selected for use. During the procedure, the device was unable to cross the lesions despite repeated ablations, and so it was replaced with a new device. However, it could not be removed with the dynaglide and so the system together with the entire wire was removed. It was then confirmed that the tip of the burr, as well as the shaft part were separated. It was noted that the procedure was not completed. There were no complications reported. It was further reported that the target lesion is located in a severely calcified vessel with 90% stenosis. Additionally, the burr was detached from the driveshaft and the procedure was discontinued due to this issue. However, the procedure was completed eventually and then poba and stenting were performed.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: a rotablator rotalink plus atherectomy device was returned for analysis. The device was received with the burr separated. The rotawire used in the procedure was returned. The burr was received on the returned rotawire. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device found that the coil had been kinked, stretched, and broken at the point of detachment from the burr. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotablator advancer was connected to the rotablator console control system and the foot pedal was pressed, the device was able to rotate but was not able to reach optimal rpm.

Manufacturer narrative:
E1. Initial reporter city: (B)(6).

Event description:
It was reported that the tip and shaft part were separated and the procedure was cancelled. The target lesion was located in a severely calcified left circumflex artery. A 1.25mm rotabator rotalink plus was selected for use. During the procedure, the device was unable to cross the lesions despite repeated ablations, and so it was replaced with a new device. However, it could not be removed with the dynaglide and so the system together with the entire wire was removed. It was then confirmed that the tip of the burr, as well as the shaft part were separated. It was noted that the procedure was not completed. There were no complications reported. It was further reported that the target lesion is located in a severely calcified vessel with 90% stenosis. Additionally, the burr was detached from the driveshaft and the procedure was discontinued due to this issue. However, the procedure was completed eventually and then poba and stenting were performed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the tip and shaft part were separated and the procedure was cancelled. The target lesion was located in a severely calcified left circumflex artery. A 1.25mm rotabator rotalink plus was selected for use. During the procedure, the device was unable to cross the lesions despite repeated ablations, and so it was replaced with a new device. However, it could not be removed with the dynaglide and so the system together with the entire wire was removed. It was then confirmed that the tip of the burr, as well as the shaft part were separated. It was noted that the procedure was not completed. There were no complications reported.